Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested: please clarify if step point is referring the needle: did the step point into the patient? If yes, was the step point piece(s) retrieved during the same procedure? Were x-rays taken to locate the step point piece(s)? What measures were taken to retrieve the broken step point? Was there any additional tissue damage as a result of searching for the step point piece? Does a piece of the needle remain in the patient¿s tissue? Are any plans in place to remove the step point piece in future? What tissue structure the broken step point was located? What is the surgeon's opinion of consequences to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the stratafix thread was missing the step point. No adverse patient consequences were reported. Additional information was requested.